Manufacturer narrative:
No unexpected button error alarms or other alarms noted during testing. The pump passed the displacement and error tests. The pump had intermittent button response on the act button due to corroded keypad traces. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 140 mg/dl. After changing the battery the pump alarmed with an excessive no delivery. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump is in warranty and will be returned for analysis and a replacement device was shipped to the customer.